Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump, change the cartridge and complete the load process to address the issues. There was no adverse impact to customer¿s blood glucose level.